Event description:
Following a procedure on a stereotactic biopsy table, an x-ray tube burst and sprayed oil on the floor and walls. The operator reported that some oil sprayed on their hand, but operator quickly washed it off. There was no injury reported and there was no pt involvement.